Manufacturer narrative:
Method & results: -device history review: a review of the DHR associated with rio 505 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding acetabular stl being cut short. There were no other reported events for the listed catalog number. Conclusion: the segmentation file was reviewed and it was confirmed the acetabular stl model was cut too short, nc# 1485931 has been initiated in order to look into this event.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. A segmentation issue occurred. They were unable to register the anatomy. The procedure was converted to manual.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. A segmentation issue occurred. They were unable to register the anatomy. The procedure was converted to manual.